Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's ac charger board was removed and returned. The malfunction was duplicated and attributed to a faulty fuse on the ac charger board. A replacement charger board was sent to the customer. Analysis for reports of this type has not identified an increase in trend.